Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor titan valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system (ds). It was noted that the navitor titan was selected as there was no tavr valve available on the market that would have been ideal for this patient. The patient's aorta was very friable. Annular sizing was 585 area, perimeter 87mm, lvot 724, stj height 51, stj diameters are in the 40s.the valve was attempted to be implanted. Two attempts to recapture and reposition the valve were made. It was noted that the procedure was aborted and it was determined to take the patient to surgery. It was noted that a small aortic dissection was noticed, which was surgically fixed. The patient status was noted as doing well. The event was noted to have been procedure related and not related to the 35mm navitor titan device. The cause of the dissection was unknown but noted that it could have been wire-related or catheter-related. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot number was not able to be provided. Therefore, a lot history record review and a complaint history review for the lot could not be performed. An event of positioning problem and vascular dissection was reported. Based on all available information, the reported positioning problem appears to be related to procedural conditions (incorrect valve sizing resulting in multiple recaptures). A cause for the reported vascular dissection could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.